Event description:
Surgeon used 5mm everest bipolar handpiece for a laparoscopic surgery. Device broke during the procedure and had to be replaced three times. The device broke internally causing the bipolar forcep to no longer clamp together at the tips, all the pieces were contained in the device each time. All handpieces with matching lot numbers were pulled on the shelf and replaced. There was no harm to the patient. Everest bipolar forcep, 5mm - model/ref: 3600, lot # pw303463, exp:12/15/19.